Event description:
It was reported that the insulin pump had a frozen display when the customer tried to look at the bolus history and that the insulin pump had an unresponsive keypad. The blood glucose reading was 92 mg/dl. The customer stated that he just came from the cold. Advised replacement of the insulin pump, but the customer declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.